Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had steadily increasing impedance. It was also reported that there was an increase in threshold. Isometrics and programing of the rv lead in unipolar recommended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a ventricular lead impedance warning was observed.